Event description:
It was reported that the ultrasound gastrovideoscope had ultrasonic image loss. The event was found during a diagnostic endosonography that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube had corrosion and adhesive around the light guide lens had corrosion. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.